Manufacturer narrative:
Device was returned for evaluation, however, investigation is on-going. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the pulsavac plus battery leaked and internal battery materials were observed inside the product's packaging. The incident was noted prior to use and before removing the product from its packaging. There was no report of pt injury or medical intervention associated with this incident.